Event description:
Pt was admitted for gastric reduction surgery. During surgical case physician notes that 3 staplers x3 did not fire. Approximate 40 mins delay with pt on or table to obtain different stapler.